Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that during the procedure the rx voyager balloon ruptured during the first inflation. The procedure was completed with another company's balloon catheter. Reportedly, there were no patient effects. No additional event or patient information is available.